Event description:
A nurse reported a system message was displayed during surgery. The pt and surgeon went to another surgery center in order to finish the procedure. There was 10 min delay reported. There was no pt harm reported.

Manufacturer narrative:
The customer called the technical support specialist (tss) to assist with troubleshooting. The customer noted the surgeon moved the power from 100-799 too quickly and the system displayed a system message. The tss advised the customer to reboot the system and move the power up slowly. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).